Manufacturer narrative:
The involved unit was returned, decontaminated, leak tested and visually examined. Functional testing confirmed that the oxygenator performed properly with no leakage or other abnormality. Visual inspection did confirm that a single hollow fiber had broken along its length such that the broken end was visible on the outside of the fiber bundle. Further examination determined that both ends of the fiber were sealed and firmly attached in the potting material, so the fiber could have not floated into the fluid circuit. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot had one previous report. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage or other problems prior to use. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported that during set up of the oxygenator, it was observed that one end of a single hollow fiber appeared to have become detached on the outside of the fiber bundle. The perfusionist decided to change out the device prior to the start of the bypass procedure. Therefore, there was no patient involvement.